Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. The proximal neck was 21-23-26 mm in diameter and approximately 14 mm in length. The left and right common iliac arteries were 13 mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. The physician stated that the neck length was approximately only one cm. It was reported that on the final angiogram, a proximal type I endoleak was present coming from the left lateral wall of the aortic neck. The physician decided to implant six aptus screws resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.